Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 year after the dental implant was installed in intraoral region #30, it had to be removed and replaced by a shorter one because the patient presented lower labial paresthesia. A 20 ncm of primary stability was achieved and the implant was installed without immediate load. The patient presented bone type I.